Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00500104728 lot 65299113 bipolar liner 47/48/49mm od x 28 ID. Ref 802202803 lot 65396117 ab 12/14 cocr head 28mm x +3.5. Ref 007850-013-20 lot 65366732 versys advocate cemented stem 13x130 extended. Ref 00785901000 lot 65493358 versys distal centralizer 10mm unknown cement. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was converted to a total hip arthroplasty due to recurrent dislocations. During the revision a large hematoma was encountered, as well as tissue damage. The femoral stem was found to be well fixed and zimmer products were placed upon completion. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined for the dislocations. No problem was found with the device in relation to the hematoma, as review by a health care professional determined it was procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had a left bipolar hemiarthroplasty after a mechanical fall causing a displaced basicervical fracture of the femoral neck. Subsequently, patient underwent a conversion to a total hip arthroplasty due to recurrent dislocations approximately 1 (one) month later. During the revision a large hematoma was evacuated around the anterior, posterior, and superior hip. Damage was found to the gluteus medius and anterior capsule. The stem was found well fixed. The cup, liner and head were replaced. No further event information available at the time of this report.